Manufacturer narrative:
The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted when the device evaluation has been completed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 29mm pericardial mitral valve was explanted and replaced with a 25mm pericardial mitral valve after an implant duration of eleven (11) years and four (4) days due to marked stenosis. Per obtained medical records, the patient reported with shortness of breath, worsening mitral stenosis, and tricuspid regurgitation. Intraoperatively, a new 25mm pericardial mitral valve was seated well and inspection with a mirror showed that the struts were not entrapped and saline test showed no mitral regurgitation. A 30mm annuloplasty ring, also implanted, was noted to have been seated well and a saline test showed only trivial residual tricuspid regurgitation. The patient tolerated the procedures well and was transported to the sicu in stable condition. The patient was discharged in good condition on post-operative day nine (9).

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on all three leaflets and wireform was intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 by 5mm near commissure 1, and leaflets 1 and 2 by 2mm near commissure 2 at the outflow aspect. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Customer report of stenosis was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. The root cause for the calcification and pannus cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.